Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the common bile duct of a patient performed on (B)(6) 2010 (patient age, sex, and weight are unknown). According to the complainant, when the physician deployed the stent, the guide catheter stretched and broke. The guide catheter remained within the push catheter allowing the device to be removed in one piece. It was determined that the stent position was incorrect and was removed from the patient. The procedure was completed with another flexima biliary stent system of a different size. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.